Manufacturer narrative:
According to additional information provided to the manufacturer, the patient received a pump exchange and remains in the ICU. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Due to the device not being available for evaluation, a correlation between the lvad and the report of a pump stop could not conclusively be determined. The patient remained ongoing until later expiring on (B)(6) 2013. All system controller warning lights and sounds, as well as the proper actions associated with them are outlined in the device¿s approved labeling. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 31 months of support on the lvad, the patient complained of chest pain and presented to the emergency department with pump disconnected alarms and flow readings of "zero liters" on the system monitor. The vad coordinator stated that the system controller had been exchanged and that the pump would not start despite attempts on multiple power sources. It was reported that on-site physicians attempted to manually restart the pump by pushing the buttons on the system controller, but the pump remained stopped. The vad coordinator stated that there were no visual issues with the driveline, but that the patient had a history of trauma from the system controller dropping and tugging on the driveline. Stat x-rays were ordered.